Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's insulin gauge was inaccurate and received an occlusion alarm. Customer's blood glucose (bg) was over 500 mg/dl with moderate ketones. Bg was addressed with a manual injection. Customer changed out supplies and resumed insulin.